Manufacturer narrative:
Product involved with incident was returned for evaluation to (B)(4) (importer and complaint handler). There was a physical observation of blood in the strip port observed. However, meter was tested with returned strip lot rj09mad4d, expiration 2021-02-08. Blood passed testing. Complaint unconfirmed. (B)(4) (importer and complaint handler) experienced issues filing this MDR (see FDA ticket (B)(4)) which is why it is filed late.

Event description:
The providers assessed a patient's blood glucose via capillary blood and the meter read 290. After arriving at the emergency department, it was determined that the patient's blood glucose was 17. The provider took the glucometer out of service and performed several assessments including assessing her personal blood glucose as well as using both test solutions. All returned a normal reading. They contacted randy campbell with bound tree who advised them to contact the 800 number for reporting. They contacted customer service (customer elation) who walked them through using the test solution to do a test which read within the normal limits of the solution. She advised me there was no reason to return the device as no further testing would occur given the meter read normal using the solution. The caller does not know how old the meter is. Unable to gather strip lot information. Replaced meter, strips and sent rl.